Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection event is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had their generator explanted due to an infection. The physician noted that the patient is a picker and picked at the generator site, and was the cause of the infection. Only the generator was explanted due to the infection, with the lead left implanted. Device history records were reviewed the lead and generator and device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Information was received that the patient's lead site had also developed an infection and thus was explanted as well. No additional relevant information has been received to date.